Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that electrical resistance and cross continuity test and helix length results were within specification. (B)(4).

Event description:
It was reported that during implant the lead threshold was high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.